Manufacturer narrative:
Manufacture facility was not available. Date of manufacture information was not available. The actual device has been returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found the battery was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, it was discovered that the small battery device was "broken". Further clarification provided by the customer stated the device was not ¿holding a charge¿. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.